Event description:
It was reported that the customer received a motor error alarm, as well a off no power alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No low battery alert and no off power alert noted. The insulin pump received with cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.